Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # n9364u. Device analysis: the analysis results found that the mcm20 device was received empty. In addition, the tyvek was returned along with the instrument. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clip did not form and close completely. A second like device was used to complete the procedure with no patient consequences reported.